Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, affecting patient's ability to walk, sit, and/or stand. Additionally, metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. Patient will likely need to undergo premature revision surgery. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). Update - 11/13/2012 - the complaint has been reopened because the sales rep has reported that the patient was revised. On (B)(6) 2012 due to pain, it was also noted that the patient has history of previous acetabular/pelvic fracture (plates & screw fixation). Update 12/3/2012 - additional records were received from legal. There is no new information that would change the outcome of the existing MDR decision. Records are available on external hard drive if needed for further review. Update ad 25 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf records. Ppf alleges bone fracture. The law firm name, expiration, UDI and patient harm were updated as well. Cup was added due to previous alleged acetabular fracture. (Part 121722060: kwa/ k073504 ). Doi: (B)(6) 2009; dor: (B)(6) 2012; right hip.